Manufacturer narrative:
Manufacture investigated this event by reviewing the design history records and obtaining the manufacturing records of this screw. The inspection records followed an aql and the results indicate that all products were conforming. 66 screws were received in march of 2020 and these were accepted in finished product on (B)(6) 2020. 14 of the screws remain in the field un-implanted, the remaining 52 are implanted in patients with no reports of failure or adverse effects. Prior to production release mechanical testing included: static compression, dynamic compression, static torsion, axial grip testing, torsional grip testing. All of these tests did not identify separation of tulip from screw as a failure mode. This event was similar to an event reported in (B)(6) of 2020, engineering analyzed the design with a finite element analysis. The investigation estimated that a axial force of 250-400 lbs is required to separate the tulip from the screw. This is larger than the mechanical static test results and within reasonable average daily living loads. Follow up to this MDR is not anticipated. But the investigation is ongoing.

Event description:
Surgery performed on (B)(6). Fusion from, bilateral pedicle screws and interbody cages. Surgeon performed a standard follow up after surgery. Patient arrived and stated that there was no pain and everything felt fine. Surgeon ordered x-rays per standard procedure and discovered that one tulip had separated from the screw in the left pedicle. The surgeon, via the rep, contact the company to report this issue. The surgeon stated that the patient is in good health and is showing signs of fusion. Surgeon is not going to perform a corrective surgery, but will monitor until healed.